Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation with high outputs on their right atrial (ra) lead every night during atrial lead position check (alpc). A software update was installed and the patient was no longer experiencing phrenic nerve stimulation at night, however patient still complains of it at other times. The ra lead remains in use. No further patient complications have been reported as a result of this event.